Event description:
Patient was admitted with central line-associated bloodstream infection (clabsi) sepsis mssa, had unreported symptoms days-to-weeks prior to admission. Developed hospital-acquired pneumonia 6 days later with increased pressor requirement and rf requiring bipap, weaned to hfnc. Approximately 2 weeks later, there was worse septic shock and also developed multifocal sdhs with dysphasia. He aspirated and was intubated to protect airway, and antimicrobials were broadened. Heparin infusion was discontinued, and neurosurgery recommended close observation. The inflammatory response produced profound hypotension refractory to 4 pressors and stress steroids. Discussed with family, and care was withdrawn.

Event description:
Patient was admitted with central line-associated bloodstream infection (clabsi) sepsis mssa, had unreported symptoms days-to-weeks prior to admission. Developed hospital-acquired pneumonia 6 days later with increased pressor requirement and rf requiring bipap, weaned to hfnc. Approximately 2 weeks later, there was worse septic shock and also developed multifocal sdhs with dysphasia. He aspirated and was intubated to protect airway, and antimicrobials were broadened. Heparin infusion was discontinued, and neurosurgery recommended close observation. The inflammatory response produced profound hypotension refractory to 4 pressors and stress steroids. Discussed with family, and care was withdrawn.